Event description:
On 2/3/2025, third party agent requested from nanohive an implant removal set for a cervical standalone plated implant. Initial implantation surgery occurred on (B)(6) 2024 and was a two level anterior cervical discectomy fusion procedure. The third-party agent was present at this surgery and it reportedly went well. Approximately 5 months post-surgery, the patient reported pain but subsequent MRI results reportedly showed no issues. The patient went to another surgeon and revision surgery occurred on (B)(6) 2025. The agent helped facilitate the instruments for removal. There were no further complications reported regarding the event.

Manufacturer narrative:
Devices are not expected to be returned for manufacturer evaluation. No radiographs or imaging from pre-op, intra-op, post-op, or post revision surgery were provided. No further clarification to the location or severity of pain was provided. The contact information for the revising surgeon was not provided. Multiple requests for additional information were made by nanohive. A review of the DHR showed no issues for the lot numbers provided. No product malfunction was alleged and no root cause could be determined with the information provided. This regulatory report is being submitted due to retrospective review with the nanohive medical chief medical officer. Based on the information available, it has been determined that no corrective and preventative action is proposed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a supplemental report will be filed accordingly. This report involves one cervical standalone plated implant. This is report 2 of 9.